Event description:
The complainant reported that after impella cp was implanted there was oozing at the impella access site. Manual pressure was applied. Forward tension was pulled and blue suture hub pushed more into arteriotomy, and bleeding stopped. Additionally, on day four of impella cp support the patient was escalated to impella 5.5 due to thrombus. The patient had a large descending aortic thrombus that required vascular surgery to remove prior to explanting cp. Clot formed around the catheter and not inside the device itself.

Manufacturer narrative:
The impella device was not received from the customer, therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. As the necessary information was not provided, the root cause of the thrombus was not determined. D.4 revised model number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25437. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25437 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact email since initial manufacturer device report number 1220648-2025-25437 was submitted in accordance with updated procedures. H.6 code 4642 was added since the initial manufacturer device report number 1220648-2025-25437 was submitted as the patient was escalated to an impella 5.5.